Manufacturer narrative:
The root cause of the reported event is a software error. Siemens has initiated a corrective action. A customer safety advisory notice distributed via an update instruction with internal # xp018/19/s informs affected users about the software issue and provides steps on how easily to elease patient and proceed with procedure in case of system lockup. A software solution to eliminate the root cause of the issue will be distributed via an update instruction xp021/19/s. This corrective action has been reported to FDA under c&r # 2240869-07/25/2019-0057. Internal ID (B)(4).

Event description:
Siemens became aware of an incident on the mammomat revelation system. The unit locked up during a biopsy procedure with a biopsy needle inserted. The user had to restart the unit to continue with the procedure. No injury or change in state of health of the patient involved was communicated. The reported event occurred in (B)(6).